Event description:
It was observed that during the device evaluation, the subject device image was flickering, the image had white dots, and water leak in head unit. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation for the event of the displayed image is flickering, it is likely the following led to the malfunction: cable unit is worn out. Also, based on the results of the investigation for the event of the image has white dots, it is likely the following led to the malfunction: water leak in head unit. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.